Event description:
It was initially reported that a programming wand would not function even after replacing the 9 v battery. Add'l info from a company representative revealed that he inspected the wand and performed troubleshooting, as to check connections and change the battery, but the issue prevailed. The reported wand was returned to the MFR and is currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.